Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their ins replaced for normal eos. The manufacturer representative met with the patient today to check device and impedance issue on all contacts. The patient said they had the ins turned off while the wound was healing from surgery. On (B)(6) 2020 the patient tried to turn the ins on, but they did not feel anything. The manufacturer representative met with the patient for programming and discovered high impedances on all contacts except 5, 6, 7. 5, 6, 7 contacts had low impedances. The manufacturer representative will discuss with the healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient did meet with the hcp. The rep did not know what the outcome of the meeting was or what was planned at this time. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the impedances was not known. No actions were taken and the issue was not resolved as the patient needed to go back to the implanting hcp. Impedances were >40,000 on all contacts. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient indicated that he had been told that they would have to go back in [for a surgery] which the patient found ridiculous because it seemed to be working fine. The patient had no trauma to the injury or site. The patient was not sure exactly what is going on. The patient indicated that he is now seeing a new physician. There were no further complications reported.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type lead, product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a rep met with the patient on (B)(6) 2020. Imaging was performed and a close up look of the ins looked normal. One of the leads had migrated down drastically. One lead had impedance issues prior to ins replacement. The patient was going to reach out to a doctor on (B)(6) 2020. No further complications were reported.